Event description:
It was reported to boston scientific corporation that c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed in 2009. According to the complainant, during the procedure, when the physician delivered the balloon to the location of the esophageal stricture and inflated the balloon, water ejected from the proximal portion of the balloon. The balloon was found to be broken. The balloon catheter was withdrawn with the scope out of the patient and another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used to complete the procedure. There wire no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.